Event description:
Asr revision reported by sales rep, right side hip, reason(s)for revision: complication since primary hip surgery/hip, groin & buttock pain.(2) complication since primary hip surgery/noise ¿ grinding. (1&2) treatment: revision (B)(6) 2013. (3) revision/altr, mechanical failure of asr xl hip bearing with excessive bearing wear. Removal of cup & head. Revised to cop. Patient weighed 60.7kgs, so rounded off to 61kgs as system does not accept. Conflicting information on gender on covering form it states female but on der the male box is ticked, so have left as no information. Invalid lot number cp8hj1000 provided for stem, left lot number for stem as unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.